Event description:
Customer reported the accutorr plus monitor shut down, which may have affected patient monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included repairing the unit's cpu board. Unit was calibrated and safety tested to factory's specifications.